Manufacturer narrative:
Event date: the reporter noted that the event occurred in the last two months. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® custom tracheostomy tube broke due to a tear at the flange hole. No patient injury was reported. See MFR: 3012307300-2017-00689.